Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after the automated impella controller was used in a clinical setting, it was found that the cover on the catheter cable connection of the control device was loose. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The console logs were reviewed but not necessary for this complaint. During the device analysis of the console it was discovered to have a damaged front optical connector. The root cause for the damaged front optical connector cover was a loose connector. D.2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures. D.9 revised date device was returned as it was previously entered incorrectly on the initial manufacturer device report number. G.1 revised reporting contact email since the initial manufacturer device report number was submitted in accordance with updated procedures.